Manufacturer narrative:
The device was returned and the evaluation found that the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope is not recognized after connecting to the main unit and there is no image. The issue occurred during preparation for use for an unspecified procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, ¿not recognized when connecting to the main unit¿, was not confirmed. The root cause of the subject event was unable to be specified. The probable cause was determined as due to stress of repeated use, external factors or handling of the device; the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have detected the phenomenon: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic main unit¿ describes how to inspect for the evaluated event. Olympus will continue to monitor field performance for this device.